Event description:
The customer observed false positive architect b-hcg results on a 44yrs old female patient diagnosed with cervical intraepithelial neoplasia. The results provided were: initial= 494.8 miu/ml (> or =25.00 miu/ml=positive) /repeated=< 1.2 miu/ml (< or =5.00 miu/ml=negative). There was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect b-hcg results on a 44yrs old female patient diagnosed with cervical intraepithelial neoplasia. The results provided were: initial= 494.8 miu/ml (> or =25.00 miu/ml=positive) /repeated=< 1.2 miu/ml (< or =5.00 miu/ml=negative). There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, accuracy testing and labeling review of architect total b-hcg reagent, lot number 71453ud01. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 71453ud01, however, no increase in complaint activity was identified for architect total b-hcg. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and issue. In house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 71453ud01 was identified.